Event description:
Health care professional reported valve was abandoned at implant. It was implanted with pledgets below the annulas. Annulas had been sized for supra-annulr implant, but the valve fit was too tight. A med hall 20 mm valve was implanted.